Event description:
It was reported that the implantable pulse generator (ipg) site was sore to touch and the patient was experiencing frequent ipg charging. The patient underwent a revision procedure. No further information could be obtained despite good faith efforts.